Manufacturer narrative:
The manufacturer previously reported a power management board. The power management board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the power management failing was found to be due to a several components (cr29 cr19 and l1) being broken off the board caused by physical damage.

Event description:
The manufacturer received information alleging a ventilator failed to charge its internal battery. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's power management board was replaced to address the issue.